Event description:
It was initially reported that suspect product had been replaced prophylactically in 2019. Recently, the neurologist reported that patient required a lead revision after a reading was discovered. This lead revision referral was later retracted and no surgery was referred as the neurologist mistakenly referred the patient for lead revision based on a 2016 session report. This session report was unable to be obtained. It is assumed that the reading is in reference to an impedance related issue. As the patient has had their generator replaced since this 2016 session report and there has been no impedance issues reported, the suspect product will not be considered the lead, but rather the generator. This device was replaced, and the device has not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.